Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had presented bacterial infection. Subsequently, this pacemaker and two leads were explanted. This product has not been returned for analysis. No additional adverse patient effects were reported.